Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received a weak battery alarm and battery out limit alarm. It was reported that battery was out of insulin pump for greater than the time allowed. Customer's blood glucose was 494 mg/dl. Troubleshooting was performed and caller was advised to monitor insulin pump.